Event description:
The customer reported the ventilator failed pre-operational testing. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the problem. The service technician replaced the 3 station solenoid to correct the problem. Performance verification testing was completed and the unit passed per operating specifications. Factory failure analysis of the 3 station solenoid revealed a broken safety valve solenoid wire. Failure during patient's use would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.